Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia due to not being able to pair the pod with his controller. Patient stated he lost consciousness and was sent to the hospital via ambulance. The patient's blood glucose levels reached 751 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, loss of consciousness, seizure and low blood pressure. The patient complained of head trauma which the patient equated to a car accident he had been in. The patient was treated with lots of fluids , insulin , had blood samples and a cat scan taken. Patient thinks he also received potassium to lower his bg levels. It should be noted the patient was trying to connect the pod to the incorrect controller. The patient was released after 8 hours in the hospital.